Manufacturer narrative:
The event was investigated and evaluated through radiographic imaging review, third party medical consultation, and the provided information from the complainant. The impacted device remains implanted; therefore a device evaluation could not be performed. A historical data analysis for the device and lot numbers returned no associated nonconformities related to the nature of this complaint. With the current information available, a root cause cannot be established.

Event description:
As reported by the complainant: case involves a 12-year-old girl with a pseudoarthrosis. Fortunately, the pseudoarthrosis has consolidated, so the screw can be removed in the near future. The surgery took place on 16/01/25. The control photos have the date visible, but here too, there's a more or less immediate failure. The pseudoarthrosis has consolidated, and the screw will be removed soon, with no revision required.